Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The glidescope spectrum directview mac s4 was returned to verathon for evaluation. A verathon representative evaluated the returned spectrum directview mac s4 and could not reproduce the "intermittent image" issue. The unit functioned as intended. The spectrum directview mac s4 worked fine with a test cable. A sustaining engineer also evaluated the returned glidescope spectrum directview mac s4 and stated the issue with the blade could not be duplicated. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been returned to verathon, however at the time of this report, the device has not yet been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum directview mac s4, the image was flickering. The customer's biomed tested the cable and the monitor with another blade and both worked fine. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.